Event description:
It was reported that a patient underwent an inguinal hernia repair procedure in (B)(6) 2010 and mesh was used. On (B)(6) 2010, the patient began to experience burning and irritation. The patient was seen by his doctor and surgeon did not feel that the mesh should be removed at this time. The patient was treated with steroid injections which only temporarily helped the pain. The patient was also treated with indomethacin. Currently, the patient does take ibuprofen as needed for the pain.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.